Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the prosthesis hinge of the total knee ruptured. Surgical revision to replace the hinge. Doi: unknown, dor: (B)(6) 2023, affected side: unknown.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d10. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  added: d6a, h4. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: d4 (lot).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : rupture of a total knee prosthesis hinge. Surgical revision to replace the hinge. The device associated with this report was returned to depuy synthese for evaluation. Visual analysis revealed that fracture of the lps univ tib hin ins xsm 14 mm. The report allegation can be confirmed. Based on the examination of the device the hinge post of the insert had fractured at approximately the location of the change from the distal constant diameter to a proximal conical shape. The surrounding polyethylene also exhibited fracture secondary to the tibial post fracture. Fracture features of the hinge post were consistent with low stress high cycle fatigue fracture. Additionally pitting was observed on the sitting surface and the inner base where the metal part its seated, this issue can be related when its debris between the lps univ tib hin ins xsm 14 mm and the proximal tibial trail. Also, the superior aspect of the device presents marks and evidence of wear due to the femoral component making contact with the device, however the marks/signs observed suggest that the femoral component was smaller than the recommended size, no information from the femoral component was received. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. The overall complaint was confirmed as the observed condition of the pilps univ tib hin ins xsm 14 mm would contribute to the reported device issue. Depuy synthese considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthese quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not performed.